Manufacturer narrative:
(B)(4). Concomitant medical product: mgii bone screw drill, catalog #: 00512008500, lot #: 65066200; mgii bone screw drill, catalog #: 00512008500, lot #: 62855176. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-01969, 0001822565-2018-01970, 0001822565-2018-01971.

Event description:
It was reported that both drill bits got stuck in the cutting block and would not disengage. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Examination of the returned instruments determined that instruments have signs of repeated use (nicked, gouged, burrs) and 2 drill bits remain lodged in 2 of the pilot holes. Device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported event is attributed to wear and tear due to normal use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.